Event description:
It was reported that the device exhibited a ?no cassette' alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com one device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed repeated power on/off on, presumably caused by a beep sound as an alarm before the nda finalized. Functional testing was performed but the reported issue could not be replicated. The most probably cause was a defective downstream occlusion (dso) sensor or cassette product; however, this was not confirmed. The dso sensor was replaced as a preventative measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.